Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) received a left ventricular (lv) lead out of range impedance alert from this non boston scientific lead. In addition, right ventricular (rv) lead noise was noted a few months ago. Technical services (ts) and noted a pacing impedance high out of range alert for the lv lead and a shock impedance high out of range for the rv lead. Pacing inhibition was exhibited. The crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).